Event description:
It was reported on 16 august 2024 after receiving their mcot kit, it was noted that it was soiled and because of it being soiled it gave the patient a skin infection. The patient reported that they have an irritation underneath the patch. The patient continued by stating the patches weren't soiled, but the sensor was and because the sensor was handled it now created an infection on the skin. The patient said they have 6 dots that are oozing with blood and pus. The patient said they used soap and water only to prep the skin. The patient said they contacted their doctor about sending a soiled device and the patient claims their doctor said it was urgent for them to get their heart monitored. The patient continued by stating that no one told them to put on the soiled device on but since they have heart issues, they felt that they should wear it anyway. The patient attempted to clean they device themselves by using isopropyl alcohol and a toothbrush to clean all the nooks and crannies. The patient did not seek any medical attention for the irritation at this time and reported no history of skin sensitivities. The patient also reported that the irritation occurred 24 hours prior and since has removed the device. Additional information was received on 22 august 2024 stating they didn't seek medication attention was but was given medication by their farther who is a physician. The patient took amoxicillin.

Manufacturer narrative:
It was reported that the device was dirty upon receiving. The device was returned for device evaluation. The sensor was inspected for general physical integrity and found in good condition. On the front cover, there is a stain on the top of the sensor. Engineering evaluation could not confirm the allegation that the device was dirty when it was taken out of the package. All devices are disinfected prior to being sent to patients according to (B)(6). There is no evidence to conclude that the sensor could have caused or contributed to the skin irritation associated with the other complaints listed above. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.